Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of forceps elevator, up/down knob cannot be locked securely, air/water cylinder had discoloration, suction cylinder had discoloration, grip had a scratch, scope cover plate was detached, due to deformation of suction cylinder, suction valve could not be connected smoothly, acoustic lens had a scratch. Adhesive on bending section cover had wear, connecting tube had coating peeling. Due to wear of the angle wire, the bending angle in down direction did not meet the standard value. Ultrasonic probe was loose, image guide protector was damaged, universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope balloon did not hold pressure, water/air channel reduced flow. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of deep cut lifting part on the probe unit reached the hard part under the pink probe coating. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.